Event description:
A magnet rate of 96 (beginning of life) was observed while the displayed remaining longevity was 12 months. Preliminary analysis indicated normal device behavior, related to programming and functioning.

Event description:
A magnet rate of 96 (beginning of life) was observed while the displayed remaining longevity was 12 months. Preliminary analysis indicated normal device behavior, related to programming and functioning.